Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported, the customer received a no delivery alarm during a bolus. Troubleshooting found insulin was not able to exit during a fixed prime. It was found insulin was able to exit with a push plunger the customer was advised the alarm was caused by an infusion set occlusion. It was also found the customer's bolus delivery stopped at 3.15 units. Customer was advised that was normal insulin pump behavior. Customer was also advised their insulin pump was working as designed. The customer's blood glucose was 155 mg/dl. The customer's reservoir will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.